Event description:
During a single procedure, the hubs of four cypher select stents were cracked. It is reported that during prep, the devices would not hold pressure. A crack in the hub was noted with each device. The devices were not clinically used.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). The product has been received and an analysis is pending. Additional information will be submitted within 30 days of receipt. This is one of four reports submitted for failures occurring during the same procedure. Please reference MFR report #'s: 9616099-2009-00511, 9616099-2009-00512, and 9616099-2009-00516.